Event description:
Related to MFR report # 2183959-2012-02813. It was reported by the plaintiff's attorney that the plaintiff was implanted with a apogee system with intepro lite to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, emotional distress, permanent injury, impaired physical relations with her husband, and has undergone corrective surgeries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.